Event description:
It was reported that the aim of this study was to evaluate device performance, as well as peri- and postoperative outcomes of patients who received a s-ICD after transvenous lead extraction (tle) in direct comparison to patients who underwent de-novo s-ICD implantation at a tertiary care center during the same time period. There was one case in each group, in which electrode and pg repositioning did not lead to successful defibrillation testing and where the s-ICD was consequently explanted. It was reported that postoperative complication rate was low with one pocket hematoma in the tle group and one case of inappropriate therapy (iat) the day after surgery due to residual air in the device connector head and subsequent artifact sensing. During follow-up, the most common complication was inappropriate s-ICD therapy. In the de-novo s-ICD group the leading cause for premature device explanation was pocket infection, which was followed inappropriate therapy despite reprogramming and due to ineffective therapy. There was one case of lead dislocation in the de-novo s-ICD group. One of the 1010 devices was explanted due to a pocket infection, while six experienced inappropriate shocks. No additional adverse patient effects were reported.